Event description:
New information received notes that programing changes were made to address loss of capture issue.

Event description:
It was reported that non sustained rv oversensing was observed. Review of the episodes showed loss of capture and diminished r-wave sensing and competitive atrial pacing. X-rays were recommended.

Manufacturer narrative:
.